Event description:
Pt fell and dislocated a week after original surgery (dos: late 2007). Pt was revised in early 2008. Pt fell again six months later. The xrays were negative. Pt was revised again approx four months later, due to the dissociation of the glenoid head. The socket liner shows major wear.